Manufacturer narrative:
Batch review performed on 21 november 2023: lot 2214841: (B)(4) manufactured and released on 29-sep-2022. Expiration date: 2027-09-12. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event in the period of review. Additional implant involved in the event, batch review performed on 21 november 2023: ball heads: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 (k112115) lot. 2204265 lot 2204265: (B)(4) manufactured and released on 15-jun-2022. Expiration date: 2027-06-02. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery at about 1 year after primary hip surgery due to a leg length discrepancy. The surgeon revised the head and liner and the surgery was completed successfully.